Event description:
Information received indicates the pump was not infusing during testing.

Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed.